Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection and a leak test noted a cut in the tubing. A clear passage test and clamp function test were performed with no issues noted. The sample confirmed the reported problem of a leak. The root cause of the cut in the tubing could not be determined.

Event description:
A doctor reported a leak from the tubing of a transfer set that was found during use. It was unknown how long the set had been in use. The patient had been performing peritoneal dialysis for 13 months using manual supplies. It was unknown how the catheter was stored against the body or if any cleaning solutions were used on the set. It was unknown if the set had been overtoqued, if there had been any prior difficulties, if any damage had been noticed previously, or if the patient or a care giver opens and closes the set. It was unknown how the leak was discovered. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.